Event description:
Reporter alleged blood glucose tested 413 mg/dl with one particular set of test strips back to back with a result of 142 mg/dl on a different set of test strips when testing was performed two minutes apart. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
D4 other # 09/2005.